Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil embeded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). It was unknown whether any action was taken with essure. At the time of the report, the embedded device and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered embedded device and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Amendment: the report was amended for the following reason: correction following company internal review, event pregnancy was recoded to pregnant with essure micro-insert. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil embeded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." In 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and was found to have a pregnancy ("pregnancy"). It was unknown whether any action was taken with essure. At the time of the report, the embedded device and pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered embedded device and pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy ('pregnancy') and embedded device ('one coil embedded in uterus') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy (seriousness criterion medically significant) and experienced embedded device (seriousness criterion medically significant). It was unknown whether any action was taken with essure. At the time of the report, the pregnancy and embedded device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered embedded device and pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.